Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance of greater than 200 ohms on the superior vena cava (svc) coil portion. It was also noted that the lead had a possible fracture. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.